Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 48mm evoque procedure. On postoperative day (pod) 9, the patient developed a complete atrioventricular block (avb), which was confirmed by ECG. A temporary transvenous pacemaker was implanted on pod9. Due to the persistence of the avb, a permanent triple-chamber (biventricular) pacemaker (crt-p) was implanted on pod10. The patient ultimately recovered, though with sequelae.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11 additional type of investigation codes that were unable to be added in h6: labelling review the device history record review was completed. There were no non-conformances related to the issue observed or identified, and this device passed all manufacturing and sterilization inspections. The complaint for valve function/performance -valve interacts with conduction system was confirmed with other empirical evidence via information reported by edwards clinical specialist. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Additionally, cardiac conduction system complications are known risks with tricuspid valve interventions due to the proximity of the atrioventricular node (av node) to the septal leaflet of the tricuspid valve. These conduction disturbances can lead to post-operative heart block requiring pacemaker implantation. Nevertheless, a definitive root cause cannot be determined. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.